Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician, trained in the use of the perclose at device, attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, a suture break occurred. The method used to achieve hemostasis as not reported. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.